Event description:
It was reported that during analysis, it was observed that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient was stable throughout.